Manufacturer narrative:
E3 is non-healthcare professional. The device was returned to olympus for evaluation and the evaluation found flooding of the image capture and main body, image failure, a cracked connector, and corrosion of the electrical contacts, scope mount, and free lock lever. A definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use: warning the electrical contacts of the video connector and their surroundings should be wiped dry with a dry gauze and connected to the video system center in a sufficiently dry condition. Also, make sure that the electrical contacts are clean before connecting them. Use of the equipment with wet or dirty electrical contacts may result in equipment malfunction or endanger the safety of the patient or surgeon. Caution do not apply impact to the camera head. Doing so may damage it. Do not bump or bend the electrical contacts of the video connector. Doing so may prevent connection to the video system center or cause a poor connection. Olympus will continue to monitor the field performance of this device

Event description:
It was observed that during the device evaluation, the camera head exhibited flooding of the image capture and main body, image failure, a cracked connector, and corrosion of the electrical contacts, scope mount, and free lock lever. There were no reports of patient involvement.